Manufacturer narrative:
(B)(4). Date sent: 4/14/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic sigmoidectomy, the last clip could not be formed firmly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026 d4: batch # a98k18 investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no observable damage to the external components. In addition, the tyvek packaging was returned along with the instrument. Upon cycling, the instrument was found to be empty and in a locked-out state. The device is designed to activate a lockout mechanism after all clips have been deployed. Therefore, a potential cause of the customer-reported experience is that all clips had been fired, resulting in activation of the lockout and preventing further firing of the instrument. To assess the condition of the internal components, the device was disassembled. No anomalies were identified during internal inspection. The instrument is equipped with an orange indicator located on the top of the handle, which serves as a visual reference for the user to indicate the number of remaining clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned empty. When the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired. Device history review a manufacturing record evaluation was performed for the finished device batch a98k18 number, and no non-conformances were identified.